Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the alarms are not going off and they are set to 89 then went off at 50. Patient involvement is unknown. There was no report of patient or user harm.